Event description:
Customer reported that a pyxis medstation es system could not be booted while connected to a working power source.customer did not report patient involvement.patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system could not be booted while connected to a working power source. Customer did not report patient involvement. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and discovered a shorted communication cable on drawer five. The field service technician reported seeing a spark while working on the device. The spark did not cause any additional damage. The field service technician replaced the communication cable resolving the drawer malfunction. Device confirmed operational by customer.

Manufacturer narrative:
Additional information for the initial MFR 2016493-2022-99119 was provided in section a1, b5, d4, and g6. Corrections: g1 and h6. Upon investigation of the actual device used in this incident it was determined that pyxis medstation power cord was plugged incorrectly. As well as inspected the pixie bus cable and found that shorted to the back of drawer five. Replaced the pixie bus cable along with eight zip ties reassembled the station and tested. The system functioned as intended after the field service engineer assessed the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-jul-2020 to 12- jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
Customer reported that a pyxis medstation es system could not be booted while connected to a working power source. Customer did not report patient involvement. Patient or user harm was not reported.